Event description:
Report from (B)(6) stating they "cannot pull down sleeve part smoothly" on the device. It device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem "cannot pull down the sleeve" was confirmed. The pre-repair diagnostic assessment identified that the locking mechanism was damaged and there was a loose set screw and nose pin. If additional information becomes available, a supplemental report will be sent. (B)(4).